Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to detect the attached device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, log files were provided for review. The device log review showed recognition of multiple defibrillation cable ids prior to a cable fault at 1 minute 26 seconds into the case, followed by recognition of an internal paddles electrode type with a button short. After the device was power cycled, an ECG monitoring failure was logged 1 minute 18 seconds later with no associated system log entries, and an unsupported cable/electrode prompt appeared at power on during a subsequent case approximately 30 minutes later. The inconsistent cable identification and ECG monitoring failure are consistent with a cable fault. It is recommended that the customer inspect the multifunction cable and device connector and replace as a pre-caution. No trend is associated with reports of this type.